Event description:
A customer reported that there was an unknown footswitch malfunction. No further information was provided. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 9, 2007. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications and is not suspected to have contributed to the reported event. The reported event was replicated and attributed to a nonconforming footswitch. (B)(4).